Manufacturer narrative:
Reported event:an event regarding rom & instability involving an unknown metal head was reported. The event was not confirmed.method & results:product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned.clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a right distal femoral tumor type implant since I was able to review x-rays with the implant in place. I cannot confirm that any revision took place since I have no documentation. I cannot confirm the type of global instability that is described with the information provided but I do note that the polyethylene space appears to be either significantly narrowed or absent in multiple views which could contribute to instability. The root cause of this event cannot be determined with certainty. The causes of polyethylene wear and resultant global instability are multifactorial including surgical technique in the way the implant is positioned and aligned, its cement technique and fixation, patient factors including activity level, lifestyle and bmi, as well as possible implant factors relating to the polyethylene wear. N.b. Any and all explanted parts or prostheses should be submitted to stryker engineers for complete metallurgical and/or microscopic evaluation and analysis."product history review: could not be performed as the device lot details were not provided.complaint history review: could not be performed as the device lot details were not provided.conclusions:it was reported that the patient experienced rom and global instability. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a right distal femoral tumor type implant since I was able to review x-rays with the implant in place. I cannot confirm that any revision took place since I have no documentation. I cannot confirm the type of global instability that is described with the information provided but I do note that the polyethylene space appears to be either significantly narrowed or absent in multiple views which could contribute to instability. The root cause of this event cannot be determined with certainty. The causes of polyethylene wear and resultant global instability are multifactorial including surgical technique in the way the implant is positioned and aligned, its cement technique and fixation, patient factors including activity level, lifestyle and bmi, as well as possible implant factors relating to the polyethylene wear. N.b. Any and all explanted parts or prostheses should be submitted to stryker engineers for complete metallurgical and/or microscopic evaluation and analysis." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
The following information was provided: this pi is for the 2008 revision. As per pss implant request: other mechanical complication of internal right knee prosthesis, sequela (polyethene wear). Range of motion -15/40. Gross varus/valgus instability. 15-degree recurvatum. Right knee polyethylene exchange for a preexisting stryker custom hinge knee implant. Rk poly revision in 2008. Rtka (stryker custom) in 1982 dr. Weis.